Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal surgery. It was reported that at an unknown time post-op, two rods were broken. Patient underwent revision surgery to replace the broken rods.